Event description:
It was reported that intraocular lens (iol) was explanted from patient¿s left eye due to significant halos and glare and slight lens decentration, which were interfering with the activities of daily life. Vitrectomy was performed. Lens was replaced with a different model lens (serial number (B)(4) diopter 27.0). Patient was noted to have recovered. No further information has been provided.

Manufacturer narrative:
It was reported that lens kept dislocating and incision was not enlarged. No patient complications were reported. (B)(4). Device evaluation: the returned sample was inspected at the manufacturing site. The lens was received cut into two (2) parts, most probably related to the explant. Visual inspection revealed residue of viscoelastic (ovd) on part of the optic body and the lens haptics, and also a few loose particles on the optic, which is compatible with the handling of the lens out of a sterile environment. No cosmetic defects were observed for the lens haptics. Returned sample was identified as having the characteristics of a multifocal lens due to the presence of diffractive ring pattern. Due to the condition of the returned sample, no further testing was conducted. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. A review of the manufacturing process and/or materials show there were no changes in manufacturing associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.